Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent vaginal approach to resection of vaginal mesh on (B)(6) 2008 due to vaginal foreign body and suprapubic pain consistent with ilioinguinal nerve pain post mesh. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure sometime in (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent cystoscopy due to anatomic sui.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent mesh revision/removal due to vaginal pain and voiding dysfunction status post mesh on (B)(6) 2014. No additional information was provided.